Event description:
It was reported that during a gastric bypass procedure, all three devices had excessive loss of pneumo when the 5mm grasper was being used in each trocar. Different devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Investigation complete, analysis sent to sales rep via email, file reviewed and closed. Evaluation summary: the analysis results found that the b12lth device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. The bath record was reviewed and no anomalies were noted during the manufacturing process.